Event description:
It was reported that during a lap cholecystectomy procedure, the device was stuck in the closed position after the initial firing. Device was removed manually with no tissue damage. They used a second device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.